Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had an electrical shock on their back and ever since the shock they had been in pain. The shocking or jolting sensation occurred on the sunday prior to this report when they were walking into their house. The electrical jolt in their back knocked them into a wall and "it was bad." Ever since that incident the patient had more pain in their back than usual and they had pain in his leg. The device had not been the same since the shock. The patient had contacted a manufacturing representative on the day prior to this report. Since the device was implanted the patient had some adjustments made, but in the months prior to the report they had been pretty good up until (B)(6) 2014. The patient met with a manufacturing representative on (B)(6) 2014. The implantable neurostimulator (ins) was located on the patient's right flank, but the sharp stabbing issue was in their left lower flank. The patient's healthcare provider (hcp) palpated the area and they were able to produce the shocking/jolting with slight pressure. The issue was very localized to about a two inch diameter on the left lower flank. The shocking was occurring when stimulation was both on and off and the hcp believed it was unrelated to the ins. The stimulation was left off for about an hour, but the patient's pain returned so the device was turned back on an hour later. When the device was turned back on, the patient had positional jolts while twisting and bending. The patient was more cautious about these movements. The hcp noted to the patient that they were too sedentary, not walking enough, not stretching enough and they instructed the patient to start doing so. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.